Manufacturer narrative:
After battery installation, the pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with minor scratched lcd window, keypad overlay texture damage, cracked retainer, scratched case and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer reported that admitted due to the injuries on the accident. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.